Manufacturer narrative:
The device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection was performed and showed a cracked casing. Functional inspection was performed and showed the device failed test and there is a " warning-low vacuum and warning blockage/full" error messages during operation. Further investigation revealed that the device's pump failed. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Root cause is due to a component failure. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that the device presented low pressure. No case involved therefore no harm or injury reported. After investigation it was noticed that the device failed the operational test and there is a " warning-low vacuum and warning blockage/full" error messages during operation.